Event description:
The event involved a plum 360 pump, and it was reported that the clinical believes the pump dispensed an inaccurate amount of medication during infusion. There was patient involvement, and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The service history record was reviewed.